Event description:
While treating a patient in cardiac arrest (age & gender unknown), the device discharged successfully once. Upon the second attempt to charge the selected energy, the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.